Manufacturer narrative:
The device is not available for evaluation. As such, an actual device evaluation is not performed. An evaluation is done based on historical records. This supplemental report is being submitted to provide this information. Please see the updates in sections: g3, g6, h2, h3, h4, h6, and h10. The device history record review confirmed that device conformed to specifications at the time of shipping. The likely cause of the cracked lid is that the lid came in contact with a scope and/or a hard object by user handling. The suggested event is detectable by handling the equipment in accordance with the following instructions for use. Chapter 3 inspection before use 3.2 inspecting the lid and lid packing before using the equipment, always check that there is no irregularity regarding the following points on the lid and the lid packing: the lid is not cracked, broken, or otherwise damaged. If there is any irregularity, cleaning fluid or disinfectant solution may leak out.

Manufacturer narrative:
This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. An investigation has been opened to manage the actions related to remediation of this issue and any required MDR reporting. The device is not yet available for repair and evaluation. As such, a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, the device had a cracked lid. There is no reported harm to any patient.